Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitants used during this study: ice; acunav ultrasound catheter; lasso. Other company's were used in this study: a 10- or 20-pole circumferential diagnostic catheter (sl1; st. Jude medical, (B)(4)); a flexcath steerable sheath (cryocath, (B)(4)); a 28-mm cryoballoon (cb; arctic front, cryocath); (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported (in the rf group) 1 significant blood loss from the access site that required transfusion. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title:"radiofrequency catheter ablation versus balloon cryoablation of atrial fibrillation:markers of myocardial damage, inflammation, and thrombogenesis." The purpose of this study was aimed at comparing the effect of cryoballoon and radiofrequency catheter ablation of paroxysmal atrial fibrillation on markers of myocardial damage, inflammation, and activation of coagulation. 18 patients received radiofrequency ablation for atrial fibrillation. The study was conducted between october 2010 and november 2012. Suspected device is thermocool; however catalog and lot number are unknown.

Manufacturer narrative:
Additional information was received on 11/05/2016. The author stated that the adverse event was not due to bwi device, but due to difficult femoral vein access. Physicians opinion regarding the causality of the adverse event was unrelated to procedure or device. The event did not result in the impairment of a body function or damage to a body structure. The event did not require intervention/treatment. Patient was fully recovered. Patient was (B)(6). Manufacture's ref. #: (B)(4).